Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00433. It was reported the patient's leads had migrated, causing loss of effective therapy. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were repositioned, resolving the issue.